Event description:
It was reported that the patient presented to the hospital after receiving therapy. Upon review, noise was observed on the lead. The patient was placed on a life vest and transferred to another hospital. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.